Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of failed to cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and found conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and was found non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and one other area along the inner cutter. The complaint evaluation confirmed that the probe had a cut failure. The most likely cause for the cut failure is the observed damage/wear to the cutting edge of the inner cutter of the probe. A damaged/worn cutting edge can decrease the quality of the cut performed by the probe. How and when the inner cutter of the probe became damaged/worn cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut failure cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the tip did not cut during a vitrectomy procedure. The aspiration status was not indicated. The product was replaced and the procedure was completed. There was no harm to the patient.